Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced tightness of chest, then a magnetic resonance imaging was completed, turned device off and back on and the rate went to 94 bpm. The patient was instructed on how to perform a patient initiated interrogation. The crt-p remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.